Event description:
The system was implanted on (B)(6) 2018. This lead was explanted due to noise and the ICD was explanted due to eos.

Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. An extraction aid was found on the lead body. The analysis showed multiple abrasion marks along the lead. Approximately between 54.5 cm and 57 cm distal to the df4 connector pin the insulation was found rubbed through. In this distal region the conductor cable leading to the ring electrode was found fractured. These damages are assumed to be the root cause of the reported oversensing. Based on the characteristics of the damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further analysis revealed a deformed rv shock coil, which most likely resulted from the extraction procedure. The quality documents accompanying the manufacturing processes for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the ventricular channel, which led to multiple shock deliveries. However, a thorough analysis of the ICD showed no indication of a device malfunction. The eos battery status was anticipated due to the large amount of charging cycles and shock deliveries. The clinical observation resulted from the observed lead damage. There was no indication of a material or manufacturing problem of the ICD or the lead.